Manufacturer narrative:
Reported event: an event regarding a post-operative tibial fracture involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 182 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding a post-operative fracture. There are other reported events ((B)(4)). Conclusion: device inspection could not be performed; no log files or session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
The surgeon notified the mps that a patient fractured the tibia a month post op. Pka case.***updated information***: log data is in complaints under: portland advenist fx. Unknown if trauma related. X-ray attached to the pr record

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon notified the mps that a patient fractured the tibia a month post op. Pka case. ***updated information***: log data is in complaints under: (B)(6). Unknown if trauma related. X-ray attached to the pr record.